Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a venotomy closure of a common femoral vein using a proglide device after an ablation interventional procedure using an 8.5f sheath. Reportedly, after deploying the foot, an attempt was made to push the plunger; however, it could not be pushed down. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty deploying the deployment was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The pre-close technique was not used with a sheath greater than 8f. The proglide instructions for use (IFU), states: for sheath sizes greater than 8f, at least one device and the pre-close technique is required. The IFU deviation would not have contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Na.